Event description:
The co's customer reported that the 3100a ventilator did not meet a performance specification. The ventilator whistles when set to suction or when positioning the pt circuit. The pt was not compromised.